Event description:
Received a replacement phillips CPAP machine (using CPAP for 30 years) and machine never seemed right. Took it back 3 times. My breathing gradually got worse. Went to pulmonary, ear nose and throat and asthma and immunology with no resolve. Problem getting worse. I replaced with res med machine (B)(6) 2021. My philips machine is on recall list. I reported it and have heard nothing. FDA safety report ID# (B)(4).